Event description:
It was reported to boston scientific corp that a radial jaw 3 single-use biopsy forceps was used during an egd ( esophagogastroduodenoscopy) procedure performed on (6)(6), 2009. According to the complainant, when the forceps was inserted through the scope, the needle inside the forceps jaws was bent and tore the scope. The forceps was removed from the scope and the procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (6)(4).